Event description:
Additional information was received that this device was explanted and replaced due to normal batter depletion. The device was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that three months prior to a check up the device displayed a longevity calculation of less than 6 months remaining, however was at beginning of life with an estimated 1.5 years of longevity remaining at a current checkup. Boston scientific discussed the battery anomaly with the representative, and the physician will continue to monitor the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert, however this was declared after explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.